Event description:
Registered nurse was giving an intramuscular injection of phenergan with a 22 gauge, 1 1/2" needle. Following pushing the plunger of the syringe to inject the medicine, when the syringe was removed or pulled away from buttocks, there was no needle on syringe. X-ray showed needle left in patient's buttocks. Emergency room physician attempted to retrieve. Patient was taken to operating room and had the needle surgically removed. The patient was discharged home following recovery without further complications. Later the same day, when giving an injection using the same type syringe for an injection into the deltoid, the same event occurred. The needle was removed without requiring any intervention. Of note, on the same day, an ed nurse giving an intravenous push medication with the same type syringe noted that when the plunger of the syringe was pushed that the needle became detached. The needle was removed from the intravenous tubing without further incident. All syringes of this product number were taken out of use at the hospitals.